Manufacturer narrative:
Correction: corrected evaluation and conclusion codes.

Manufacturer narrative:
Institution: (B)(6) hospital. Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the self test failed. The field service engineer (fse) evaluated the device onsite and determined that the self-test had failed due to contamination of the paddle and the presence of an old paddle. The fse instructed that the paddle and paddle trays be cleaned, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.